Event description:
It was reported that pump displayed malfunction code 9 with a fault ID, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with guidance from technical support, confirmed malfunction did not recur, was reminded to reconnect continuous glucose monitor, and was advised to continue using pump and call back if issue returned, which customer acknowledged and understood.